Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer: 3005334138-2017-00048, 2030404-2017-00020. During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. During the procedure the patient was noted to be very restless. A cardioversion was performed while an ablation catheter was near the left atrial appendage. No issues were noted during the procedure but approximately one hour after the procedure the patient experienced chest pain. An echocardiogram revealed a pericardial effusion. The patient was monitored and remained in stable condition with no intervention required. There were no performance issues with any abbott devices.